Event description:
It was reported that during an ion endoluminal lung biopsy procedure, the patient developed a pneumothorax requiring placement of a chest tube. A needle biopsy was performed with multiple passes and then after forceps were used, a pneumothorax was observed. A pigtail catheter was inserted, and no additional biopsies were attained. The biopsy results revealed atypical cells. There is no allegation that a malfunction of an ion system, instrument, or accessory occurred. Intuitive surgical inc. (Isi) has made multiple attempts to obtain additional information; however, as of the date of this report, no new information has been obtained.

Manufacturer narrative:
A system log review cannot be performed because the system logs are not available.

Manufacturer narrative:
Additional information can be found in the following fields: a2, a3, a4, a6, b6, g6, h2 it was reported that during an ion endoluminal lung biopsy procedure, the patient developed a pneumothorax requiring a chest tube and hospitalization. The biopsied lesion size was 22 mm and in the left apex; the lesion was pleural based. A needle biopsy was performed with multiple passes and after forceps were used, a moderate sized pneumothorax was observed. Biopsies were obtained, but the physician ended the procedure and collected fewer biopsies than planned. A 14 french catheter was immediately placed. The physician believed the cause of the pneumothorax was a pleural based lesion and severe bullous emphysema and that a pneumothorax could have potentially occurred via another biopsy modality. The biopsy revealed atypical cells suspicious for but not conclusive of cancer. The patient was hospitalized for 7 days. Per the physician, there was no malfunction of the ion system, instrument, or accessory that occurred.

Event description:
Refer to h10/h11 for follow-up information.